Event description:
It was reported that (2) hp052 and (1) cs23c and (1) lcsc5 were used during a nissen fundoplication procedure. It was reported by the representative that during the case, the instrument locked out, they went through four blades and two handpieces. All checks were made and it was determined that it was the two handpieces. Opened another device to complete the case. There was no consequence to pt.